Event description:
It was reported that the customer received an occlusion alarm. Customer disconnected the infusion set from the luer lock and no alarms occurred. Customer changed out the infusion set site. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.